Event description:
It was reported that cartridge did not fully snap into pump when customer attempted to load it. There was no reported impact to the customer¿s blood glucose level. Customer was guided to inspect pump and cartridge, remove misplaced o-ring from pneumatic tap, clean area with alcohol wipe or lint-free cloth, and then successfully reload cartridge, after which customer planned to resume insulin therapy and was advised to call back if further assistance was needed.